Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attached: impact of left atrial diameter on outcome in patients undergoing edge-to-edge mitral valve repair: results from the german transcatheter mitral valve interventions (trami) registry.

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information was not provided. The reported patient effects of worsening mitral regurgitation (mr), cerebrovascular accident (stroke), transient ischemic attack, hemorrhage, worsening heart failure, pericardial effusion and myocardial infarction as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, and due to the limited information available, a cause for the patient effects of mitral regurgitation, stroke (cerebrovascular accident), transient ischemic attack, hemorrhage, heart failure, pericardial effusion and myocardial infarction could not be determined. A conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The deaths and device malfunctions are filed under different MFR numbers. Attached article, titled ¿impact of left atrial diameter on outcome in patients undergoing edge-to-edge mitral valve repair: results from the german transcatheter mitral valve interventions (trami) registry.¿

Event description:
This is filed to report serious injuries. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, mitral regurgitation, myocardial infarction, stroke, transient ischemic attack, heart failure, pericardial effusion, hemorrhage, re-hospitalization, medical intervention, and surgical intervention. Device issues include, single leaflet device attachment (slda). Details are listed in the attached article, titled ¿impact of left atrial diameter on outcome in patients undergoing edge-to-edge mitral valve repair: results from the german transcatheter mitral valve interventions (trami) registry.¿ please see article for additional information.